Manufacturer narrative:
There are no devices of this lot remaining in inventory for analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. She reported that during a procedure the delivery set leaked while the patient was on cross clamp about an hour into the procedure (during warming). The perfusionist reported that after the leak the mps console displayed an error code and the console had to be replaced. The amount of blood leaked was reported as one liter. The perfusionist reported that after the leak the mps console displayed an error code and the console had to be replaced. It was not known if there were patient complications as a result of the alleged event. The report stated the patient was given inotropes to come off pump. The manufacturer has requested additional information regarding the patient's current condition. The perfusionist stated the delivery set would be returned to the manufacturer for analysis.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
Follow up with the perfusionist (complainant) regarding the alleged event via sales representative. The perfusionist stated the approximate volume of blood loss was 1200cc, due to the manner of the device tear/split along with the operating pressure on the device. The patient received 1 liter of blood as a result. The patient was discharged from the hospital. The perfusionist has not heard any further information regarding the patient after that. Despite multiple attempts to retrieve the complaint sample it has not yet been returned to the manufacturer for analysis.